Manufacturer narrative:
Engineering evaluation of the returned device noted that the most likely underlying cause of the reported revision is that the device was implanted in too great of retroversion or in an uncorrected posteriorly worn glenoid. The implant orientation resulted in the device being loaded offcenter and offaxis, putting an undue stress on the fixation surface. No CT scans or x-rays were provided to evaluate implant positioning. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision due to glenoid failure. Pt complained of pain approximately 2-3 months postoperatively.